Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, aspiration was not optimal. It was later discovered by the surgeon and staff, the cleaning of the phacoemulsification handpiece was not being carried out properly. A company representative discussed proper sterilization of handpiece.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. Additionally, the company service representative found that the clinical staff had been cleaning the handpieces incorrectly, which might have been a contributing factor towards the reported event. As a correction, the company service representative demonstrated proper handpiece cleaning methods to the clinical staff. The system was manufactured on june 24, 2013. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).